Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: external control system failure.additional text: alarms: low batteries and loss of connection.specific component(s) involved: driveline malfunction.additional text: need for ungrounded cable.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of external controller; replacement of driveline.implant device type: lvad.